Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture, high thresholds, intermittent capture, unstable thresholds and high impedance. The lead was reprogrammed and subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.